Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a procedure performed on (B)(6) 2021. During the procedure, it was noticed that a piece of the sheath broke off. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a procedure performed on (B)(6) 2021. During the procedure, it was noticed that a piece of the sheath broke off. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a040506 captures the reportable event of piece of sheath broke off. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction: block e2 (health professional?) And block e3 (occupation (other))